Event description:
Information was received that during use of this smiths medical cadd cassette reservoirs, the pump displayed high pressure alarm when trying to start infusion. Subsequently, the patient switched to a different cassette. No reported adverse effects.